Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by -8.5%. There were no adverse effects reported.

Manufacturer narrative:
One used device was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported problem in the event history log. Delivery accuracy testing performed during device evaluation found the pump to be delivering within specification. The complaint was not confirmed.